Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. No additional information was reported. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain and urinary/bowel problems.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/11/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and urinary tract infection. It was reported that patient underwent urethral calibration and dilatation on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital due to urinary retention and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.